Event description:
The hospital reported, that during the endoscopic vein harvesting procedure, the device stopped working. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. In 2007, during investigation, it was noticed that the cold jaw boot insulation was missing, this is a reportable malfunction.

Manufacturer narrative:
Investigation details: several tests were conducted for mechanical and electrical properties. When the device was tested for movement within the harvesting cannula, no non-conformities were found. The device meets electrical specifications as well. The complaint is not confirmed. Unrelated to the reported failure, it was observed that a portion of the silicone cold jaw boot was detached and missing from jaw. A lhr review was completed for the product. There was no nonconformance which could have attributed to this failure mode. During review, it was noticed that the hospital reported this incident 2 times, the first MDR was filed for this incident as the MFR #2953148-2007-00840.